Manufacturer narrative:
E1, address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had dark image. The issue was identified during inspection for use. There were no reports of patient harm.